Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;3146764,I,SI,30,Edwards SAPIEN XT,9300TFX23,3190;3883269,I,SI,3,Edwards SAPIEN XT,9300TFX23,2993;3911039,I,SI,3,Edwards SAPIEN XT,9300TFX23,2993;3322891,I,SI,-3,Edwards SAPIEN XT,9300TFX29,3190;3322891,I,SI,-217,Edwards SAPIEN XT,9300TFX29,2993;3870275,I,SI,47,Edwards SAPIEN XT,9300TFX23,3190;3899436,I,SI,18,Edwards SAPIEN XT,9300TFX26,2993;3910362,I,SI,0,Edwards SAPIEN XT,9300TFX29,2993;3910377,I,SI,7,Edwards SAPIEN XT,9300TFX23,2993;3917898,I,SI,12,Edwards SAPIEN XT,9300TFX26,3190;3925595,I,SI,11,Edwards SAPIEN XT,9300TFX23,3190;3943407,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;3949953,I,SI,2,Edwards SAPIEN XT,9300TFX29,2993;3951935,I,SI,0,Edwards SAPIEN XT,9300TFX29,2993;3955290,I,SI,2,Edwards SAPIEN XT,9300TFX29,2993;3961874,I,SI,1,Edwards SAPIEN XT,9300TFX26,2993;3964788,I,SI,0,Edwards SAPIEN XT,9300TFX29,2993;3966581,I,SI,0,Edwards SAPIEN XT,9300TFX29,3190;3980608,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;3990060,I,SI,0,Edwards SAPIEN XT,9300TFX26,3190;3994370,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;3998389,I,SI,13,Edwards SAPIEN XT,9300TFX23,3190;4006308,I,SI,1,Edwards SAPIEN XT,9300TFX29,2993;4015578,I,SI,1,Edwards SAPIEN XT,9300TFX23,2993;4017905,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;4018640,I,SI,33,Edwards SAPIEN XT,9300TFX26,3190;4018715,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;4020007,I,SI,1,Edwards SAPIEN XT,9300TFX26,3190;4022358,I,SI,2,Edwards SAPIEN XT,9300TFX23,3190;4035688,I,SI,1,Edwards SAPIEN XT,9300TFX23,2993;4037488,I,SI,2,Edwards SAPIEN XT,9300TFX23,2993

Manufacturer narrative:
EXEMPTION NUMBER E2016006, NUMBER OF SERIOUS INJURY 31. ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR NOVEMBER 2016 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN XT VALVE.